Manufacturer narrative:
Method: device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. There has been no response to repeated requests for additional information to the health care provider. There are several reasons why a valve is explanted at implant. This is typically the result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. Without the additional event information or return of the device for evaluation, we are unable to determine the root cause for explant of this device.

Event description:
In this case, a 21mm aortic valve was explanted at implant and replaced with a 19mm aortic valve due to unknown reasons.